Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 16 x 3.00mm promus premier¿ stent was selected. When the device was removed from the packet, it was noted that a stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. Contrast media was present within the inflation lumen, therefore indicating that the device was prepped for use. A visual examination of the crimped stent found that stent struts from the 4th and 5th most proximal stent rows were raised outwards distally from the balloon and damaged. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent & the mishandling of the device during prep. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 16 x 3.00mm promus premier¿ stent was selected. When the device was removed from the packet, it was noted that a stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Di: (B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).